Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 02-mar-2026. The unit was returned with a system error; the complaint was confirmed with system hot due to over voltage event at u34 component in the motherboard (fan not function). Also, the psa cycle (according to the data log) being high (16) is an indication the zeolite is getting contaminated by moisture. Housing & uip replaced due to cosmetic damage.

Event description:
It was reported that the patient's unit displayed an oxygen error and they were not getting enough oxygen from the unit. As a result, the patient had trouble breathing, but they did not have to go to the hospital at the time of the event. A replacement unit was sent to the patient and it is working well for them.